Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated the center button gives delay response and need to press couple of times to work. Customer did not received stuck button error alarm. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.